Event description:
The event occurred in the us during the preventive maintenance (pm). It was reported that the getinge fst (field service technician) started to perform pm and found that the rotaflow device displayed the error message ¿head error¿. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation and repair is ongoing. As soon as new information becomes available a follow up medwatch will be submitted.